Event description:
It was reported that pump displayed a malfunction alarm code. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if any malfunction codes appeared again, and caller acknowledged understanding of instructions.